Manufacturer narrative:
(B)(4). New information received on 06 jan 2026 indicates that this was not a reportable event, thus, the initial MDR submitted on 29 dec 2025 should be retracted. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "after completed the insertion, the catheter dislodged during the night. Then they changed another one". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "after completion of the insertion, the catheter dislodged during the night. Then they changed another one". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.